Event description:
Customer called to report the battery cap and gasket on the insulin pump were crooked. The customer stated that there was a large discrepancy between the sensor glucose reading and the blood glucose reading. Sensor glucose reading was 70 mg/dl. Blood glucose reading was 125 mg/dl. The insulin pump alarmed for cal error and went into threshold suspend due to false sensor readings. Customer mentioned a hospitalization due to pneumonia and stated that it was not related to the insulin pump or blood glucose issues. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.